Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the antibody screen test well images in question, which were visually negative.

Event description:
On (B)(6) 2017, a (B)(6) customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) with a galileo neo, when tested on (B)(6) 2017.